Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. The proximal aortic neck diameter ranged from 19, 20.5, 22.1, 22.3, 25.9, 26 mm proximal to distal. The proximal aortic neck length measured 17 mm. It was reported that during the index procedure the 28x13x166 endurant ii stent graft was inaccurately implanted 4 mm distal to the intended landing zone. An angiogram revealed a type ia proximal endoleak after the endurant ii stent graft had been implanted. The physician elected to implant aptus endoanchors in order to resolve the type ia endoleak. However, after the aptus endoanchors were implanted, it was reported that the type ia endoleak persisted. The physician then elected to implant a 28x28x49 endurant cuff followed by three additional aptus endoanchors. It was reported that the type ia endoleak then resolved and the procedure was completed. Per the physician, the cause of the inaccurate delivery and type ia endoleak was due to patient anatomy. The physician reported that the patient had a tough, conical, and angulated neck. No additional clinical sequelae were reported and the patient is fine.